Event description:
Pt in for an elective heart catheterization procedure. During a left ventriculogram a liebel power injector was used. The person setting up the injector pushed the air forward to clear the tubing at the same time the physician attached it to the catheter. Subsequently air was introduced into the catheter and injected into the pt.